Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient alleged there were some history issues with the boluses. There is no additional information at this time. This report is made based on the allegation of history settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powered on with audible and vibratory sounds. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The rewind, load, prime steps were performed and passed. The pump was tested on a 29 hour flow test and passed. There was no defect found.